Event description:
It was reported that there was tenderness and stabbing pain around the pocket site. There was discomfort at the pocket. After an unrelated back surgery in (B)(6) 2014, the patient started having tenderness to the touch, and sensitivity at the implantable neurostimulator (ins) site. The patient also noted his ins pocket was swollen at one time in the past, but the caller did not know exactly when this occurred. The back surgery did not occur close to the ins, nor did it involve the scs system. An x-ray had been done and they had ruled out infection, any fractures in the scs system, and lead migration. Since (B)(6) 2014, the patient had been getting periodic stabbing pains (one time every two weeks) around the ins pocket, only with the stim off. The impedances were in a normal range and the patient¿s stim worked fine. The patient was getting stim in the target location (legs were target). The stimulator helped the pain in the patient¿s legs, but the patient did not give a specific percentage of relief. The caller had been discussing a possible revision to move the ins to the other side to try to address the issue. The option that the back surgery irritated something (e.g. Nerve) and caused the discomfort had been discussed with the patient already. The physician told the patient he felt like it was probably related to the back surgery in the summer. The manufacturer's representative would have further discussion with the medical doctor and the patient, since things were not improving at the pocket site. The manufacturer's representative was meeting the patient the morning of report to check stim. The manufacturer's representative (rep) was unaware of anything being done other than the rep checking the unit. It was not known if there would be a revision. The patient was doing fine and receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID 3888-28, lot# l49246, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
Analysis of the implantable neurostimulator (ins) found that the battery was depleted. The patient was scheduled for a revision.

Manufacturer narrative:
(B)(4).